Manufacturer narrative:
(B)(4). Concomitant medical products: item #139247, endo ii taper insert std 0mm t, lot #699430; item # 12-139030, endo ii mod endo head sz 53, lot #889560; item #11-105864, arcom 28mm rloc lnr 10d/hwl 24, lot #185510; item #163662, modular head, lot #239570; item #103534, profile screw, lot #036310; item #103533, profile screw, lot #473770; item #103534, profile screw, lot #950810. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 001825034-2019-02289, 001825034-2019-02285, 001825034-2019-02286.

Event description:
It was reported that a patient underwent left revision total hip arthroplasty . Subsequently approximately two (2) months post op the patient underwent a revision procedure due to hip failure resulting from allograft collapse in acetabular region and loosening of the cup. Additional information was requested however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Review of the medical records identified that the cup was noted to be moving, and the screws were implanted well into the bone. The patient was revised due to allograft collapse. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.